Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 would not work. A replacement unit was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).